Event description:
Customer reported that they kept receiving a low reservoir alert and they are unable to clear it. No further information reported.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. Unable to verify for low reservoir alarm due to no act button response. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.